Event description:
It was reported that, during a navio assisted tka surgery, the navio handpiece would not home correctly, it kept throwing the incorrectly installed burr/won't home error. When they inspected it, they noticed that the handpiece gears and cylinder inside were all the way down. The cylinder should have been up higher and it needs lube. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed as a consequence of this issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed performance verification pv0004 rev c. The test failed. Pin gages would not insert. Long attachment fit very tight. Calibration error was above threshold. No additional functional non-conformances were identified. The most likely cause of this event is the guide is probably bent. A review of manufacturing and records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.